Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was tested during an ipg replacement procedure and it was determined the lead had high impedances (reference manufacture report #1627487-2016-01368). The lead was explanted and replaced. The patient reportedly received effective stimulation following the procedure.